Event description:
This complaint addresses the issue of use error-reuse of supplies. The customer contacted baxter's technical services center regarding an alarm with the homechoice (hc) machine. The home patient (hp) stated she got the alarms and cycled the power. The hc was back to the beginning of therapy and she stayed connected to the machine. Her clamp was closed the entire time. The tsr explained the alarm and had the hp cycle the power. The tsr helped the hp to end therapy and instructed the hp to start over with all new supplies. The tsr explained the hp cannot be connected to the machine during the setup. The tsr suggested the hp call when having the issue so baxter can troubleshoot and help the hp continue with therapy. There was patient involvement but there was no patient injury or medical intervention was reported

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a use error - reuse of single-use product was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.